Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a sensor error, meter blood glucose now, and calibration error alarms. The sensor readings were trending in the opposite direction. Customer's blood glucose level was 46 mg/dl but her sensor glucose reading was 209 mg/dl. The device was not returned.